Event description:
It was reported that there was a downstream occlusion alert on the drug port. Troubleshooting was able to resolve the alert. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).